Event description:
Rptr's meter-to-doctor's-meter-test, back-to-back, same fingerstick, resulted in blood glucose readings of 200 and 280 respectively. Rptr stated he was not experiencing any symptoms. Control solution test was 141 (96-144) mg/dl.